Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to an unsuccessful ring repair. Per the operative report, there was moderate mitral regurgitation after implanting the ring. The surgeon "decided to replace the valve." The ring was replaced with a mechanical replacement heart valve.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. In 2009 (through follow up with the healthcare provider via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.